Event description:
Patient was agitated and bearing down. Gt dislodged. Balloon noted leak. Gt was placed at another facility manufacturer response for enteral feeding gt, amt mini one gt (per site reporter): emailed notification 1/17/2017.